Event description:
The reporter stated the surgeon implanted an aq2010v silicone three piece lens on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to the patient complaining of decreased visual function and was not happy with the outcome. The lens was cut in half and the incision was enlarged to remove the lens and a different diopter lens was implanted. Sutures were required to close the incision. The reporter stated the event was due to a patient issue and was not lens related.

Manufacturer narrative:
(B)(4) - surgical incision, enlargement of, surgical procedure, incision sutured, secondary surgery, decreased visual function. (B)(4) - explanted. Evaluation results: visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely root cause of the event was due to a patient issue and was not lens related. (B)(4).